Event description:
It was reported that the right ventricular lead had high thresholds. The lead was capped and replaced. The atrial lead and device were both replaced on the right side due to the patient receiving radiation therapy. During the replacement of the atrial lead, a new lead was attempted but could not be placed due to the patient's anatomy. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).